Event description:
It was reported that the device implant detection did not complete following implant. As a result, the device diagnostics were not present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.